Manufacturer narrative:
The device was returned and visual inspection revealed housing intact, screen scratched. The reported event was not duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No disposable alarm messages were found in the pump's event history logs after starting with page of upstream occlusion detected messages. Dried fluid ingression/chemical found on pump by the chassis base of the occlusion sensors, which causes the issue. Downstream occlusion sensor with upstream occlusion sensor will be replaced. User interface (fluid ingression / main body / barrel clamp seal): this issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
It was reported that cadd legacy pump was alarming "no disposable clamp issue". No patient injury reported.